Event description:
Philips received a complaint from the manufacturer's field service engineer (fse) on the v60 ventilator indicating that while performing performance verification tests and while running in normal settings, it was observed that there was an error code 110b check vent: proximal pressure sensor auto zero failed message. It was determined after reviewing the event logs and service manual, found that the device is in need of two solenoid valves, data acquisition pcba and a fan guard retainer. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The fse replaced the two solenoid valves and data acquisition pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.